Manufacturer narrative:
The reported event involving a syringe module not recognizing a bd 3ml flush syringe could not be confirmed. The source device was not returned to enable testing for this investigation. However it was found that the customers bd 3ml syringe was not found on the compatible syringe list. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported that the replacement bd 3ml flush syringes are not recognized by the syringe module in the nicu. The replacement syringe appears to be shorter and fatter than the previous flush syringes. The device recognizes the 3ml flush syringe as a 10ml syringe. The device also only reads a percentage of the volume rather than the actual volume. For example, if a full 3ml syringe is in use, the device only reads 1.25ml to be infused. The device is delivering their usual flush amount of 0.8ml correctly, just reading the syringe incorrectly. The customer was provided the compatible syringe list and it was found that the bd 3ml syringe that they are using was not found on the compatible syringe list. The customer later stated that they have removed the 3ml flushes from their stock until their usual product is restocked due to the potential risks involved. The customer also stated that there were no adverse effects caused to any patients from the event.

Event description:
It was reported that the replacement bd 3ml flush syringes are not recognized by the syringe module in the nicu. The replacement syringe appears to be shorter and fatter than the previous flush syringes. The device recognizes the 3ml flush syringe as a 10ml syringe. The device also only reads a percentage of the volume rather than the actual volume. For example, if a full 3ml syringe is in use, the device only reads 1.25ml to be infused. The device is delivering their usual flush amount of 0.8ml correctly, just reading the syringe incorrectly. The customer was provided the compatible syringe list and it was found that the bd 3ml syringe that they are using was not found on the compatible syringe list. The customer later stated that they have removed the 3ml flushes from their stock until their usual product is restocked due to the potential risks involved. The customer also stated that there were no adverse effects caused to any patients from the event.

Manufacturer narrative:
The reported event involving a syringe module not recognizing a bd 3ml flush syringe could not be confirmed. The source device was not returned to enable testing for this investigation. However it was found that the customers bd 3ml syringe was not found on the compatible syringe list. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.